Event description:
On (B)(6) 2010, the pt underwent a grafting procedure of the thoracic aorta, and then underwent repair of a thoracic aortic aneurysm. On (B)(6) 2010, a follow-up computed tomography revealed a possible infection of the vascular grafts and/or the aneurysm sac, and an unspecified endoleak. On (B)(6) 2010, the pt underwent a reintervention where the devices were explanted. There was no infection. The explanted devices are being returned to gore for evaluation.

Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.